Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok keypad button was unresponsive. It was noted that the keypad cover was torn over the ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: the keypad cover was found to be peeling at the ok button. During testing, the ok keypad button was unresponsive; all other keypad buttons responded appropriately. The keypad cover was removed and the ok button contact was found to be missing. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that there was a crack in the battery compartment thread area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.